Event description:
It was reported that the patient presented remotely. Upon review, there were episodes of noise reversions noted on the patient's pacemaker. The noise was over-sensed by the device. No intervention was performed. The patient condition was unknown.